Manufacturer narrative:
The manufacturer has received the returned complaint device from the distributor for investigation. A supplemental report shall detail the outcomes of the investigation.

Event description:
Failure to power the device on may lead to a delay in defibrillation or prevent it being delivered if an additional pad-pak is not available. Information on the presence of service indicators absent in complaint.

Event description:
Failure to power the device on may lead to a delay in defibrillation or prevent it being delivered if an additional pad-pak is not available. Information on the presence of service indicators absent in complaint.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault that the device could not be powered on with the returned pad-pak. Further investigation revealed a blown fuse in the returned pad-pak, which had resulted in an open circuit across the battery pack. No fault was identified on the returned device or pad-pak that would have caused the fuse to fail. The device was able to deliver a test shock with an alternative pad-pak during testing. However. Adverse consequences could have occurred if the faulty pad-pak was used in an event.